Event description:
It was reported on (B)(6) 2024 at 22:00 that there was an acute loss of flow through the left ventricular assist device (lvad) and hemodynamic compromise with mean arterial pressure in 20's (millimeters of mercury). The healthcare provider stated that since implant the previous week, the right heart had been doing fine. Inotropes had just been fully weaned to off earlier in the day on (B)(6) 2024. The intensive care unit (ICU) team was working on getting a probe in to assess echocardiogram. The patient received a dose of tissue plasminogen activator (tpa) in case the drop in flow was due to a clot. The speed had been decreased to 4700 rpm with no reported change in pump parameters. At this time, the tentative plan was to place the patient on extracorporeal membrane oxygenation (ECMO) to stabilize for a period of time. Log file review showed that at (B)(6) 2024 at 21:27:45, there was a reduction in the recorded estimated flow values to zero within a matter of minutes. The patient had a baseline flow of 4-5 liters per minute (lpm) prior to this sudden drop. The log also noted a drop in motor power from a baseline of 4 watts to around 3 watts and also the pulsatility index (pi) values became non-variable and settled into the 2 range. Low flow alarms were recorded as the flow was < 2.5 lpms. Low speed advisory events were recorded as speed changes were being made to the system controller. The system continued to maintain the pump¿s set speed until the driveline was disconnected at (B)(6) 2024 at 22:34:20. The patient expired (B)(6) 2024. Patient's pupils were fixed and dilated upon surgeon arrival and ECMO was considered futile. The cause of low flow hazard and death was unknown. Log file was provided, but unable to retrieve the pump for review. No autopsy will be performed. Pump will be explanted and returned to abbott. Expedited pump investigation and response to customer was requested.

Manufacturer narrative:
H6- pupils fixed and dilated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome cannot be conclusively determined. Additionally, an acute drop in flow which triggered low flow alarms was captured in the submitted log files; however, a specific cause for the alarms and drop in flow cannot be conclusively determined through this evaluation. A review of the submitted log files revealed the device operating as expected until there was a sudden drop in flow from the 4-5 liter per minute(lpm) range, to below the low flow threshold of 2.5 lpm, activating a low flow fault. Flow continued to decrease and a continuous low flow alarm became active and remained active for the remainder of the captured data. Flow decreased to as low as 0.0 lpm. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed until the driveline was disconnected. It was reported that no autopsy was performed and the device was not able to be retrieved for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), revision a is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.